Event description:
A customer reported a patient presented with tass (toxic anterior segment syndrome), increased intraocular pressure, hypopyon, and fibrin on the intraocular lens following a cataract extraction procedure. The customer indicated additives were introduced into the balance salt solution used for the procedure. The event resolved with the standard post operative treatment of antibiotic and steroid drops. The surgeon does not know the cause. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).